Event description:
In 2006, the lay user/reporter contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke to the patient one day later to obtain / verify information. The patient obtained the meter back in july 2005 and about 6 months ago, started receiving test strips from "choice medical supplies". The reporter indicated that her husband, the patient, has hypoglucemic episodes maybe 1-2 times per week in the evening . Also, may be 1 time per month during these hypogluycemic episodes, the patient develops symptoms of being very "angry, upset and violent". The patient takes 25 units of "humalog" insulin 3x day before every meal. In addition, he takes 30 units of "lantus " at bedtime. The patient tests 10-12 times per day. In 2006 the patient ate dinner at 6:pm and took his prescribed "humalog" insulin dose the reporter did not know what his bllod glucose level was at that time . Around 8:15pm the patient tested his blood glucose and got a value of "108mg/dl". He ate a peanut butter sandwich and his usual evening snack of an apple before going to bed. The patient also gave himself his bedtime "lantus" injection. About 10-15 minutes later after going back to bed, the reporter heard a thud and found her husband lying on the floor. The reporter tested his blood and got a reading of "63mg/dl". She then called the paramedics and gave him 'grape juice' and 'orange juice'. Between 8:30-8:45pm, the paramedics arrived and tested his blood using an unidentified device. They got a reading of "20mg/dl" and adminsitered an IV with unknown contents. He was taken to the hospital and released at 11:30 pm that same night. The reporter did not know what treatments/tests were given to the patient in the hospital. The customer care advocate (cca) verified that the patient had been using blood samples from his fingers and was cleaning the puncture sites correctly.